Event description:
According to the hospital: the device was implanted in 1996. In 1998, the sling was explanted due to vaginal erosion and dehiscense. The incident was reported to boston scientific on 8/23/2002. The incident appears, at this time, to be directly related to a user-mfg device in which a vaginal sling, not mfg by boston scientific, was fabricated by the surgeon from various components, of which, one was ostensibly a boston scientific [meadox] sealed device (used off label), the exact type is unknown to co.